Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the insulin pump screen. The customer's blood glucose level was 224mg/dl. The customer advised that the pump will need to be replaced. The customer advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer advised to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.